Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads, and severely scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the insulin pump. Customer also states that it's difficult to read the display screen. Nothing further reported.